Event description:
Philips identified a defect in intellispace cardiovascular (iscv) in which a synchronization issue between the fetch and import processes (race condition) may occur when the study is offline, potentially leading to deletion of newly imported data following a fetch failure. The device was in clinical use at the time of the event. No adverse events or harm were reported in the complaint. Although no adverse events or patient harm were reported in the associated complaint (B)(4), this has been determined to be a reportable malfunction. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, it is determined that this constitutes a reportable malfunction.